Event description:
It was reported that there was no alleged product issues. However, there was report that the patient was sedated after the pump replacement which required hospitalization. The patient¿s pupils were very constricted like after narcotic administration. The dose was decreased to 350 mgc/day. It was unknown if the patient experienced any other symptoms. No diagnostic testing or troubleshooting was required. It was unknown if the issue was resolved or the cause determined. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested for further event details, resolution, and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the patient was doing much better. Per the patient¿s healthcare provider (hcp), she had on-going health issues for ¿years¿ and was in a ¿snif¿ unit at present.